Event description:
Information received a smiths medical cadd solis pump vip 2120 pump alarm detected no cassette attached. No patient adverse events reported. Picture of screen display on pump was provided.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Visual inspection was performed on the latch/lock in manufacturing utility (mu) mode and found the status dose does not change when the latch is opened and closed. During analysis, the reported problem was able to be duplicated. It was noted that faulty latch/lock flex was the cause of the reported problem. Service will replace the latch/lock flex to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.